Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and performed testing. Both sensors passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 6.6 mmol/l at the time of incident. The customer stated that her blood glucose was 11 mmol/l and sensor glucose was 4.6 mmol/l at the time of call. The customer stated that the sensor glucose reading was 5 points off with the actual blood glucose when the insulin pump triggered threshold suspend while trying to deliver insulin. The customer was explained how glucose travels in the body. The sensor will be returned for analysis.